Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; curved opening, wear abrasion, brown particles in shell, fold creases. The leak test and microscopic analysis was performed which identified; a curved sharp opening on valve bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification) and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. A sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.